Event description:
"It was reported by the customer that there was an over infusion of ganciclovir. Ganciclovir was hung with equashields between the secondary and primary line and to the patient. The line was programmed as a primary (same set up as chemo). Ns bag was hung ""two below."" The infusion was intended for 100ml/hr for a 100ml infusion. The rn set up and began the infusion and verified that infusion was going at 100ml/hr, per the pump module. Another rn came in about 10 minutes later and the ganciclovir was done infusing. The rn saw that the rate of the chamber was faster than what one would expect at 100ml/hr. The ganciclovir was flushed through the line, visually verified from the chamber to be around 100ml/hr. The medication is a vesicant, the patient did not report any discomfort when flushing piv. Piv was removed prior to discharge later that afternoon. The pcu showed 32ml had infused, 20ml of that was the flush. This was reported to bd representatives during their site visit. There was patient involvement but no harm. It was also noted that the infusion was set up as a secondary but programmed as a primary infusion via interoperability. The patient called the nurse into the room because their pump was beeping. The type of alarm was not identified. It was at this time the nurse noticed that all 100ml of the infusion had infused."

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.